Event description:
It was reported the intraocular lens was removed and replaced without complication due to the patient's unexpected postoperative refraction. Initial surgery was uneventful.

Manufacturer narrative:
The lens was received by the manufacturer cut in 2 pieces across the optic precluding analysis of the diopter. The lens met all manufacturing specifications prior to use. The cause of this event is undeterminable at this time.

Manufacturer narrative:
Additional information received indicates that the patient had a stitch placed in order to maintain the shape of the eye. The date of the stitch placement was not provided. All pertinent information available to abbott medical optics has been submitted.